Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the patient that he had heart stoppage and was not sure the clinic was aware of this. Resolution was requested from the field numerous times. The clinic was to see this patient. Resolution was requested again and the field representative provided no further details. No adverse patient effects were reported.